Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a clipping failure; the suture line was undone and they instead manually stapled the line at the anastomosis.